Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial #: unknown, implanted: (B)(6) 2019, product type: extension. Product ID: 3389-40, lot #: unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown, UDI #: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient felt stimulation in the ins pocket and close to extensions. The physician interrogated the ins and checked impedance. There was a low impedance on all electrode pairs of the left lead (between 30 and 100 ohms), but the right lead was in normal range. Stimulation was reprogrammed to only the right lead and the patient didn't report the problem anymore. An x-ray was also performed and no disconnections were seen. Surgical intervention was planned for (B)(6) 2019 to replace the extension. It was unknown what factors contributed to the event. The event remained unresolved at the time of the report. No further complications were reported.

Manufacturer narrative:
The extension (serial: (B)(4) was returned. Product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension: the returned extension was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the extension was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. The extension was returned segmented; there was no impact to electrical functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that on july-29th the extensions were explanted and replaced. During the procedure the sheath of the left extension was found to be damaged. Once the extensions were replaced the impedance values were normal and the patient is doing well.